Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle ppf and medical records received. Ppf alleges metal wear and elevated metal ions. After review of medical records for MDR reportability, patient was revised to address removal of foreign body and metallosis. Revision noted a black material in the trunnion and on the femoral taper consistent with trunnion metallosis. It was also reported that a mars MRI did not show pseudotumor. Doi: (B)(6) 2006; dor: (B)(6) 2014; right hip.

Manufacturer narrative:
Product complaint # :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.